Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the seal of the compact air drive device was worn. It was determined that the motor was damaged and would not run, and the reverse locking mechanism was blocked and would not reverse. It was observed that the moving parts of the trigger did not move smoothly. It was further determined that the device failed pretest for check reverse locking mechanism, check triggers for forward/reverse mode and check power with test bench at 6 bar. It was noted in the service order that the device did not work. It was reported that there were no delays to the surgical procedure and the procedure was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.